Event description:
Boston scientific received information that two weeks post change out procedure, the right ventricular (rv) lead and device exhibited high out of range shock impedance measurements of greater than 200 ohms. The patient was brought into the office again five days later where it was noted the shock impedance was out of range in triad configuration, however when it was programmed distal coil to can shock impedances were in range at 78 to 79 ohms. No stored noise episodes were seen and isometrics and pocket manipulation could not elicit noise. Further testing was performed. The physician opted to leave the shock configuration in distal coil to can and monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.